Event description:
In february 2006, the facility reported to baxter customer service that a system 1000 hemodialysis instrument failed a culture bacteria test. There was no pt injury or medical intervention associated with this rpeort. A baxter field service engineer (fs) went to the facility to evaluate the instrument the fse disinfected the instrument through the incoming water line.